Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was failed to open. The field service engineer adjusted front and back screws on both side rails on full height drawer in cabinet. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer had failed to open. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.